Manufacturer narrative:
The pod was not returned for eval. We are unavailable to confirm any product malfunction or condition that may have caused or contributed to the user¿s high bg levels. The omnipod¿s user guide advises, ¿the easiest and most reliable way to avoid dka is by checking bg levels at least 4 to 6 times a day.¿ to treat dka, users should check for ketones if bg level is 250 mg/dl or greater. If ketones are negative, continue treating for high bgs; if ketones are present, and you are feeling ill, call a hcp immediately for guidance. If ketones are positive, but are not feeling nauseated, replace the pod using a new vial of insulin. Check bg levels again in two hours; if bgs have not declined, immediately call a hcp for guidance. The omnipod¿s user guide warns to ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically, if the cannula is not properly inserted, hyperglycemia may result.¿ noticing that the cannula appears differently early on allows the user to take the inappropriate action and reduces the duration of elevated blood glucose levels. Product lot qualification records were reviewed and determined to have met all acceptance criteria.

Event description:
Customer reported she ¿went into dka¿ her bg got up to 320 mg/dl. Upon removing the pod, she reported the ¿adhesive and back of pod was covered in insulin¿; she stated the cannula was ¿slightly bent to the right.¿ the pod was not returned for eval.